Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. A partial occlusion was noted in the exhaust tubing of the pump. Fluid was not flowing consistently during the pump fill test. No functional abnormalities were noted with either cylinder 1 or cylinder 2. The senior research and development product support manager reviewed the returned pump. During this review, it was noted that shorter exhaust tubing was partially occluded. The source of the occlusion was unknown therefore a manufacturing investigation was done by quality engineering to further investigate the lot and associated production steps related to the reported complaint. It was concluded that no issues were seen during in-process testing on the pump assembly used within this complaint unit. This in process testing looks for steady flow out of both exhaust tubes. Additionally, no nc, CAPA, or deviation activity was found to be associated with this work order. There were no complaint trends for this lot. Given the information collected during investigation, a root cause for the issue noted in the complaint was not identified as no discrepancies were found during DHR review

Event description:
According to the available information the implant cylinders were flat after 20cc was put into system. 10cc was put in then another 10cc was added to the pump and checked for air in the pump ball. This was done a few times to make sure all the air was all out. After insertion, the doctor said one cylinder was not inflating. The cylinder was removed from the patient and tried again; it did not inflate. The doctor removed the other cylinder (that was working) and put a second implant cylinder and pump in which worked fine.

Event description:
According to the available information the implant cylinders were flat after 20cc was put into system. 10cc was put in then another 10cc was added to the pump and checked for air in the pump ball. This was done a few times to make sure all the air was all out. After insertion, the doctor said one cylinder was not inflating. The cylinder was removed from the patient and tried again; it did not inflate. The doctor removed the other cylinder (that was working) and put a second implant cylinder and pump in which worked fine.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.